Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Photos were received for evaluation. The failure mode could not be confirmed. The photos returned were visually acceptable and did not represent the functionality of the component. A device history record review of all applicable manufacturing records could not be performed without a reported lot number. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). As the identified defective material (universal drainage set p/n 711-13501) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue. H3 other text : see manufacture narrative.

Event description:
0feb2020 additional information received. Customer reported: I did a thoracentesis today suing the kit below. There was a leak coming out of the tubing that I took a photo of. Pleural fluid was leaking out of the short end of the tubing when I tried to push the fluid into the bag. I do not think this caused any complication for the patient but it is not normal for fluid to leak out of the tubing. Follow up: I hard today that the lady whom I did the procedure on was admitted with a pneumothorax about 5 days after the thoracentesis. This made me wonder if there was a problem with the kit, allowing air to be pushed into the chest cavity.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
On 10feb2020 additional information received. Customer reported: I did a thoracentesis today suing the kit below. There was a leak coming out of the tubing that I took a photo of. Pleural fluid was leaking out of the short end of the tubing when I tried to push the fluid into the bag. I do not think this caused any complication for the patient but it is not normal for fluid to leak out of the tubing. Follow up: I hard today that the lady whom I did the procedure on was admitted with a pneumothorax about 5 days after the thoracentesis. This made me wonder if there was a problem with the kit, allowing air to be pushed into the chest cavity.